Event description:
Dilation of trachea in order to place a tracheal tube. The product seemed to be working well, no evidence of malfunction of the product, complications which occurred later are with unknown reason. Emergency operations, about 2 hrs later, to stop bleeding and patching trachea.

Manufacturer narrative:
Still under investigation at this time.